Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding depressed cardiac troponin I (ctni) results obtained on the dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc has reviewed the information provided and instrument data logs. The event was a low bias in cardiac troponin I (ctni) results after a new calibration of the dimension vista cardiac troponin I reagent which occurred on the day of the event, (B)(6) 2019. The instrument data reviewed showed an atypical high signal recovery with the level a cardiac troponin I calibrator which created a bias in results at the low end of the assay range. No other reports similar to this event with the same calibrator lot have been received by siemens. The cardiac troponin I calibrator was completely consumed by the customer and not available for return to siemens for further investigation. The customer is operational after recalibration of the cardiac troponin I assay with an alternate lot of cardiac troponin I calibrator. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant depressed cardiac troponin I (ctni) results were obtained on patient samples on the dimension vista 1500 system after calibration with the cardiac troponin calibrator (ctni cal). The low results were reported to the physician(s). After recalibration, the samples were reprocessed on the same system and higher results were obtained. Corrected reports were issued. There are no known reports of treatment changes or adverse health consequences due to the discordant depressed ctni results.